Event description:
Related manufacturer reference number: 2017865-2021-38384. It was reported that the right ventricular and right atrial leads exhibited noise. During lead revision procedure, it was observed that both leads exhibited insulation damage. The leads were explanted and replaced. There were no patient consequences.